Event description:
It was reported that the patient experienced a return of patient symptoms. They were performing the MRI to check catheter tip location to make sure it was "still in place" due to the patient symptoms. The patient experienced an increase in pain over the "last couple of months"

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).